Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked reservoir tube window, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they the insulin pump was damaged. They tried putting the reservoir but it would not go in. There was a piece missing around the reservoir compartment. The o-ring was sticking out. They did not know how the damage occurred. The customer¿s blood glucose level was 114 mg/dl. The device will be returned for analysis.